Event description:
According to the reporter: occurred during a laparoscopic partial colectomy procedure. For the first firing, the reload was connected to the adapter. The surgeon tried to fire the device, however, it was stopped at once. The tissue was not resected or stapled. Replaced by a new reload and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.